Event description:
Patient has metal on poly articulation; patient alleges pain. Received additional information 11/10/2014: allegedly the patient was revised due to the following mom complications: corrosion, metal ion release, tissue damage, and inflammatory action (left).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This is the same event as 3010536692-2014-01754. This report will be updated when investigation is complete.